Manufacturer narrative:
There was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. A call with the hospital epidemiologist in charge was held and the outcome is that the customer did not follow the device's instructions for use. In detail it was reported that: the device was originally cleaned every 4 weeks until contamination issues found and then it was cleaned even more frequently than IFU stated. Moreover, no actual timer was being used during cleaning process. The hydrogen peroxide level is not monitored during weekends or holidays. It has not been clarified whether the device is stored full of water or dry. Use of the blanket for adult procedure has been stopped since may 4th. 3t aerosol collection set is replaced monthly. The sink water is extremely nasty and during the pre-test, they see all sorts of bacteria in the water but only the ntm remains after bleaching cycle. However, no lab reports were provided to livanova. The storage location was in a potential ¿splash zone¿ of the ¿fill sink¿ used to dump old water into. Moreover, the dirty components of cleaning cycle were stored with clean components. Reportedly, this could have been a potential source of contamination. It was reported that clean and dirty components have now separated locations. The device is placed outside the operating theatre and lines in use are 6.1meter (exceeding 5 meters length recommended in device IFU) and it was communicated that machines are unable to pull all the water back and there is a residual amount of water remaining in lines. The customer has highlighted the concern of missing something during the sampling process which is contaminating the water samples. Livanova has initiated an activity with the customer to improve knowledge on the cleaning process of the 3t device and train the clinical staff. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of heater cooler 3t system found contaminated with ntm. The type of bacterium was no specified. There was no patient injury.